Event description:
According to the distributor's report, the pt had a laceration closed with the device. During the procedure, a small amount may have contacted the pt's eye. The parent of the pt called to ask about the consequences the material may have on the eye. No further info is reported.